Event description:
The following information was provided: revised a left hip due to periprosthetic femoral fracture. He revised to a competitor stem and replaced the sz 36 liner with a 40 liner just due to getting a larger head for stability. It is unknown what stem was in there originally.